Event description:
It was reported that after the patient went swimming in a lake, the site of a cleo® 90 infusion set became infected. The patient's blood glucose levels were not impacted. No permanent injury was reported.